Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. According to the instructions for use that accompany the product, foreign body reactions are a known complication of dura-related surgery. Since an ancillary product was used in the surgery, the source of the pt reaction could not be determined. The reporting physician indicated that he does not believe durepair is the cause of the incident.

Event description:
It was reported that a pt had aseptic meningitis after having surgery using durepair and an ancillary product. The pt's graft and the ancillary product were explanted. The pt was treated with steroids and is currently doing well. The doctor stated that he does not know the cause of the meningitis, as there are a few possible causes.